Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention for an unknown reason. Further information is currently unavailable.

Manufacturer narrative:
H6 - adverse event problem - updated clinical, health impact, and device codes to reflect pain at the ipg site.

Event description:
Additional information revealed that the patient's ipg was bothering them at the original location. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of pocket revision due to ¿uncomfortable location¿ was not able to be confirmed. Allegations of this nature are not device related but are due to/consistent with patient anatomy.